Event description:
It was reported that (2) devices were used during a laparoscopic gastric bypass. It was reported by the rep that the tsb45 was fired by the surgeon over stomach 3 times. Things were fine until he went to check for leaks and he noticed the third firing of staples had fallen apart (malformed staples). He then laparoscopically sutured over stomach and things seem fine. There was an extended or time of 10 minutes. Another instrument was used to complete the case.